Manufacturer narrative:
Tandem technical support follow up on (B)(6) 2016, the customer stated that their blood glucose level had decreased and back to target range. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During tandem technical support the customer was able to reload the cartridge and their issue was resolved. The customer's blood glucose level was 351 mg/dl with traces of ketones. The customer administered a correction to lower the blood glucose level.